Event description:
It was reported by the clinician that over the past few weeks they have seen several stopcocks crack while administering lipids with propofol in the pediatric intensive care unit. In all of these instances, this was noticed immediately and were exchanged with no loss of blood to the patients. There have been no patient complications reported.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.